Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device shows error code 41171. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no relevant service history found. Visual and functional testing were performed. During powerup, error code 41171 was displayed, confirming complaint. Probable cause was determined to be the printed wire assembly (pwa) was bricked. The pwa board was replaced. Device passed verification testing.